Manufacturer narrative:
The insulin pump had a blank display due to a missing battery contact spring. Unable to verify the failed battery test alarm due to the blank display.

Event description:
The customer called to report a blank display ever since the insulin pump alarmed failed battery test. The customer performed troubleshooting, but the display remained blank. The reported blood glucose reading was 280 mg/dl. Nothing further was reported.